Event description:
It was reported that the lead integrity alert (lia) triggered due to noise and high impedance on the pace/sense portion of the ventricular lead. The ventricular lead remains in use. It was also reported that the device appeared to have a loose set-screw. When the device was removed from the pocket, manipulation for noise was not reproducible. The physician felt there was a possible device header malfunction. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.